Manufacturer narrative:
The hill-rom technician investigated the product and found the safety drum was leaking oil. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this lift in january 2017. It is unknown if the facility performed any other preventative maintenance on this lift. The technician replaced the actuator restoration set to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the likorall 243 es was leaking oil. The device was located at (B)(6) medical center at the time of the allegation. There was no allegation of patient or caregiver injury or death reported from this alleged incident. This report was filed in our complaint handling system as complaint # (B)(4).